Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in suction channel and on the distal tip cover could not be identified and a definitive root cause of the observed issues could not be determined, as there was no deformation that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, the issue was likely the result of insufficient device cleaning/reprocessing. The event may be detected/prevented by following the instructions for use sections below: evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. Evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to a pinhole on the bending section cover rubber the water tightness was lost, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a white-clouded area, the plastic distal end cover had a dent, the connecting tube had a scratch, due to damage on zoom (charged coupled device) the zoom did not work smoothly, the electrical connector had discoloration due to water leakage, and the protector of the universal cord on the scope connector side had a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer wiped/brushed the distal end with a lint free cloth, sponge or brush, with no reported delays in the precleaning and no abnormalities were reported. The customer aspirated water through the instrument/suction channel and wiped/brushed the instrument channel outlet with a lint free cloth, sponge or brush, and brushed the instrument channel, instrument channel fort and suction cylinder with no reported delays in the precleaning and no abnormalities were observed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had an air/water leak. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found due to clogging of the suction tube in the universal cord some foreign material came out of the suction port, and the plastic distal end cover had foreign material attached. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.